Manufacturer narrative:
Corrected data: it was reported that the gauge is not working. No patient involvement.

Event description:
It was reported that the gauge is not working. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h6-evaluation code method: device not returned.

Event description:
An unknown issue was reported.